Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient ins isn't taking charge, he can only get 2 coupling bars and it takes him 3 days to charge his ins; and that's if he's charging all day. Patient stated that this started about a month ago, and ever since he have tried using the belt and turning the antenna dial, but still getting poor coupling. Patient added that he usually sits in a recliner with the recharger antenna against his skin, noting that the recliner holds it in place. Patient services had patient attempt antenna location and he reported seeing 64 as the highest number initially and got it up to 76, but eventually it rested on 62. Patient started a charging session and reported getting 0 coupling bars. Patient confirmed he have not had any falls or trauma and have no ins pocket concerns. Patient said the recharger antenna looks normal, noting it's never been dropped. A replacement recharger antenna is sent to patient and was advised to follow up with healthcare professional if issue persist with the new recharger antenna. Patient also reported that his ins haven't been holding a charge as long as it used to, noting that he noticed this about a month ago, when the poor coupling started. Patient said his recharge interval used to be a week, and now he's lucky if it lasts three days between charges. Patient said his ins "just stopped working." He met with rep and they checked the ins with their "machine" but couldn't get the ins to work. Patient added, "they said the battery was dead or something." Patient said as a result, the ins was replaced. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Addition information received from the patient reported that the ins was not charging and they received a replacement antenna but now the recharger is not charging the ins. A replacement recharger was requested

Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger; product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the surgeon is not doing any surgeries because of the pandemic. The patient is waiting on the clinic to determine when a surgery can take place. A surgery has not yet been performed. There were no further complications reported.